Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the caller stated they are trying to turn therapy off for an unrelated procedure today. The caller stated they got the communicator working and wanted assistance with turning stimulation off. Pt also stated, about a month or so ago, the charging process seemed different than before and doesn't think it's working right. Pt did not have recharger with them to obtain serial number or do any troubleshooting. Pt services walked caller through communicating with ins and caller stated the stimulation was already off. Patient stated they last charged about a week ago. Pt services provided info to caller regarding low battery and stim turning off. Caller also stated they've never gone into the micro my therapy app to turn stimulation back on before. Pt will bring equipment with them to their procedure to show it's turned off. The caller wanted assistance with turning stim off now that they got their communicator working. The caller stated the patient has not had any relief from their incontinence since they had the device implanted. Pt services walked caller through connecting to the ins and caller reported stim is currently off. Caller stated they haven't charged the ins in about a week. Pt services reviewed low ins battery can cause stim to turn off.